Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that the gravity set infuses slower than expected. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
Customer reported gravity blood set is infusing blood slower than expected. There was no report of patient harm or medical intervention. Although requested, no additional patient or event information was provided.